Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Event description:
It was reported during implant, the right ventricular lead integrity may have been compromised due to difficult patient anatomy. The helix would not extend. The lead was removed and a second right ventricular lead implantation was attempted, but not successful due to the patient's anatomy. The lead was removed and replaced. No patient complications were reported as a result of this event.